Event description:
Same case as MDR ID: 2134265-2015-04506. It was reported that the patient experienced a stroke. The patient underwent a left atrial appendage (laa) closure procedure. Immediately after the procedure, the patient suffered a stroke. The patient experienced hemiplegia for a short time on one side. Approximately 45 minutes post-procedure the patient was diagnosed with cerebral embolism. This was treated with thrombolytic therapy. The patient was put on anticoagulant therapy and 30 days post-procedure, the patient recovered and the event was considered resolved. The cause of the embolism is not known.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).